Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found lld errors were generated for the reported problem area of the pipetter assembly. The plunger and tip clamps, and lld contact spring were dirty. The clamps and spring were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.